Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d1, g3, g6, h2, h3, h6 and h11. Corrected data: d1 (brand name): prowler select. Complaint conclusion: as reported by the field, during an endovascular embolization, an EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, lot unknown) became impeded in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31289216) and could not advance any more. The physician removed the stent and microcatheter (mc) from the patient and replaced them with a new microcatheter to deliver the same stent to complete the procedure. Additional event information received indicated that the event did not result in any undue procedural delay that could be considered clinically significant. The target vessel was the left internal carotid artery, bedside aneurysm. A continuous flush on the microcatheter was maintained. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages was observed. The presence of the hydrophilic coating was confirmed. Microscopic inspection was performed along the body of the prowler, and no damages were found. The device was flushed with a laboratory sample syringe until the water come out from the distal tip. After that, a lab sample 0.014-inch guidewire was introduced into the device and was able to be advanced through the entire length of the microcatheter without noticeable resistance. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The lab sample guide wire was able to pass through the entire length of the guide catheter without significant resistance. Additionally, no other damages were found on the microcatheter that could have contributed to the issue reported during the procedure. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. A manufacturing record evaluation was performed for the finished device 31289216 number, and no non-conformances related to the malfunction were identified. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, lot unknown) became impeded in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31289216) and could not advance any more. The physician removed the stent and microcatheter (mc) from the patient and replaced them with a new microcatheter to deliver the same stent to complete the procedure. Additional event information received indicated that the event did not result in any undue procedural delay that could be considered clinically significant. The target vessel was the left internal carotid artery, bedside aneurysm. A continuous flush on the microcatheter was maintained. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med. Watch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.